Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device triggered fault code 1003 and a request for device evaluation was needed. Engineering reviewed the device data and confirmed that the device declared fault code 1003 and was depleting in a manner consistent with hydrogen degradation of the left ventricular capacitors. The device hardware was not detecting the loss of battery energy. Due to this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device should be replaced and returned for analysis. Engineering further noted that the data indicates with a high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for at least ninety days. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This device will be returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that this device triggered fault code 1003 and a request for device evaluation was needed. Engineering reviewed the device data and confirmed that the device declared fault code 1003 and was depleting in a manner consistent with hydrogen degradation of the left ventricular capacitors. The device hardware was not detecting the loss of battery energy. Due to this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device should be replaced and returned for analysis. Engineering further noted that the data indicates with a high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for at least ninety days. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will be returned for analysis. Upon analysis completion this investigation will be updated. Upon receipt at boston scientific's post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. Analysis also confirmed evidence of early battery depletion; however, the battery had sufficient remaining capacity to support full device function in the event that therapy would have been needed. Electrical testing isolated the early depletion condition to two low-voltage (bypass) capacitors connected to the device's battery. Low-voltage capacitors are used in the device's high-voltage charging operation in order to facilitate fast charge times. These capacitors were found to have been adversely impacted by the presence of excess hydrogen within the device case. This condition was depleting the device's battery faster than normal, which triggered the device's existing safety architecture to provide the observed alert (code 1003).

Event description:
It was reported that this device triggered fault code 1003 and a request for device evaluation was needed. Engineering reviewed the device data and confirmed that the device declared fault code 1003 and was depleting in a manner consistent with hydrogen degradation of the left ventricular capacitors. The device hardware was not detecting the loss of battery energy. Due to this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device should be replaced and returned for analysis. Engineering further noted that the data indicates with a high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for at least ninety days. The device was subsequently explanted and returned. No additional adverse patient effects were reported.